Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during a therapeutic percutaneous choledocholithiasis treatment on an unknown number of patients, the olympus device had difficulty collecting the bile duct stones. The customer reported there was an unknown number of procedures extended for five (5) hours due to this difficulty collecting the bile duct stones. The procedures were completed and no health hazards occurred. Attempts to gather more information are in progress.

Manufacturer narrative:
Correction: b5. This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation, the device history records (DHR) review and applicable correction. New information added to the following fields: h6, h10. Since the device lot number was unknown, the DHR for the one year prior to the date of occurrence was inspected. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. The subject device was not returned to olympus, therefore the condition of the device could not be confirmed. Based on the available information, the legal manufacturer determined the reported event was not caused by a product defect. Fg-52d is a product with one less basket wire than fg-51d and consists of three basket wires. Due to product specifications, the distance between adjacent wires is larger. The calculus fell off between the wires while closing the basket. Olympus will continue to monitor the field performance of the device.

Event description:
The physician reported when the fg-52d with three (3) wire basket is closed, the stones come off. This does not happen with the fg-51d, which is composed of four (4) wires.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. New information added to b5.

Event description:
Additional information received from the customer: the reported event involves one (1) patient. The physician reported when the fg-52d with three (3) wire basket is closed, the stones come off. This does not happen with the fg-52d four (4) wire basket. The procedure was successfully completed with the fg-52d.